Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance, r wave amp variation and intermittent loss of capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the helix was stretched consistent with procedural damage as received. Helix mechanism test could not be performed due to as received stretched helix. The reported events of high pacing lead impedance, r wave amp variation and intermittent loss of capture were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance, intermittent capture, and a change in sensing amplitude. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.